Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after suture deployment, as the knot was being advanced to the vessel, the suture broke. The suture was removed and a second proglide device was attempted with the same results. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) patient selection. (B) (4). Device #2: proglide part# 12673-03, lot# unk indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.